Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced moderate sacroiliac joint pain. Her symptoms included "pain across lower back, pain with sitting and standing, unable to stand up straight". No further patient complications were reported in relation with this event.